Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis after getting repeated no delivery alarms. The customer stated, she changed the infusion set twice. Once at home prior to the hospitalization, and again when she arrived at the hospital. No troubleshooting was done as the medical doctor wanted the insulin pump replaced. No high blood glucose reading was reported.